Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 480 mg/dl at the time of the incident. The customer was at 495 mg/dl at the time of the call. The customer used manual injections to treat. The customer experienced symptoms such as thirst and frequent urination. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had no delivery alarms. The customer had a low of 24 mg/dl in fall 2017. The insulin pump will not be returned for analysis.